Manufacturer narrative:
Explant date: if explanted; give date: not applicable as the lens remains implanted to date. (B)(4). The device has not been returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, patient had a post-op refractive surprise on right eye (od) with decreased visual acuity and poor visual quality after zxr00 intraocular lens (iol) was implanted. Patient post-op surprise of 1.5d (diopter) off the planned iol calculation. Unable to improve visual quality despite refraction. Iol exchanged has been planned as patient was very unhappy with the result; however, the patient is currently seeking a second opinion as well. Visual acuity pre-operative: 20/40; visual acuity post-operative: 20/60. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.